Manufacturer narrative:
Onsite service was scheduled for (B)(4) 2012, but prior to the arrival of the field service engineer (fse), customer performed flowcell maintenance, and replaced the sodium reference electrode and the calcium electrode tip. Customer noted that the calcium electrode was missing a quad ring. This customer-initiated maintenance procedure appeared to have resolved the issue; therefore, the onsite service request was canceled. However, after the (B)(4) 2012 event, service was once again dispatched and the fse arrived onsite to inspect the instrument. The fse cleaned the flowcell and found bubbles on the face of both of the co2 electrodes. The fse cleared the bubbles from the co2 reference electrodes and replaced the co2 measuring electrode. The fse also replaced the carbon bridge. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. The cause of the issue is likely due to the carbon bridge and the sodium reference electrode. Erroneous results were generated on (B)(4) 2012 (this report, medical device report #2050012-2012-01268; (B)(4)), (B)(4) 2012 (medical device report #2050012-2012-01270; (B)(4)), (B)(4) 2012 (medical device report #2050012-2012-01269; (B)(4)) and (B)(4) 2012 (medical device report #2050012-2012-01271; (B)(4)). This report is based on the results generated on (B)(4) 2012. (B)(4).

Event description:
Customer called to report that between (B)(6) 2012, the unicel dxc 800 synchron system intermittently generated false sodium (na), potassium (k), chloride (cl) and/or carbon dioxide (co2) results for 34 patient samples. This report is based on the results generated on (B)(6) 2012. The results were not reported out of the laboratory. When anion gaps flagged the samples, they were repeated on the other dxc instrument in the laboratory and those results were reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Quality control results (qc) on (B)(6) 2012 were within lab-established ranges. Any fluctuation in qc matched the degree of fluctuation with the patient samples. On (B)(6) 2012, sodium qc was low, but chloride qc was within range. On (B)(6) 2012, sodium and chloride qc were both out of range low to the same degree of the patient samples. The patient samples were run despite the low qc.